Event description:
It was reported that after a da vinci-assisted unilateral inguinal hernia surgical procedure, the 0° endoscope plus exhibited an unknown issue. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted. It was found while processing the scope. No missing materials from the portion of the device entered the patient¿s body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and failure analysis investigation successfully replicated and confirmed the customer-reported complaint of a vision fogging issue. The endoscope was evaluated on an in-house or equivalent system for functional testing but failed to provide video due to an electrical or communication failure. The system was unable to communicate with the endoscope, resulting in a failed self-test error message. Additional observations not reported by the site were identified during failure analysis. Visual inspection revealed damage to the button pack assembly, including hairline cracks on both the left and right sides. The endoscope was also found to have a camera instrument adapter defect. During friction testing using a screening aid, manual rotation of the adapter revealed restricted movement and audible noise, confirming binding. Upon removal and further evaluation, the camera instrument adapter was found to have an attached endoscope adapter (aea) shaft bearing condition contributing to the friction. Further visual inspection identified minor cuts in the cable insulation located in zone c near the endoscope housing. Cosmetic damage was also observed. Additionally, inspection of the cable integrated connector revealed discoloration of the connector housing, which was visually confirmed. The endoscope was tested on an in-house system for cable testing and failed. The complaint was confirmed by failure analysis.